Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with no impact or corrosion damage present. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. Investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. No fault was found with the device. No corrective action was taken. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a service order service of a device, the infusion some times stops after 5 hours when it is supposed to run for 48 hours. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.